Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a watchdog timeout before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer also indicated that after a battery change, the display screen was blank. Customer was advised to call back. The product will be returned.